Event description:
Reporter stated the patient is deceased and was in intensive care unit. Pae (prostatic artery embolization) was reported by hcp (healthcare professional). Consent to follow up was given. (B)(6). The details provided include all safety data that has been provided. No additional source documentation available. No further information provided or available regarding this report. (B)(6).